Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/23/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was infection and pain.

Event description:
Patient reported a left side "infection." Healthcare professional reported left side "breast pain." Device has been explanted.

Event description:
Patient reported a left side "infection." Healthcare professional reported left side "breast pain." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Two additional complaint were noted for devices sterilized under sterilization run (B)(4). However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by allergan was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all infection complaints for gel breast implants for the period of apr 2018 through mar 2020, was noted an outlier in september 2018. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some sealers and sterilizer were involved in more than one occasion, however, calibrations, maintenance and validations of the equipment involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.